Manufacturer narrative:
(B)(4) (revision surgery). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent transforaminal lumbar interbody fusion at l5/s1 level. Post-op, it was observed that the distal shaft of the right s1 screw broke. Patient reported back pain as a result of this event. Revision surgery was performed for the removal of the broken screw, but it could be explanted partially only. The part of the shaft attached to tulip head was removed while the distal screw shaft remained inside the patient. The construct was extended up to l4 with new screws.

Manufacturer narrative:
Product analysis: visual and optical examination of mas bone screw confirm breakage approximately ~4 threads from the base of the bone screw head, optical examination reveals smearing of the fracture surface. Examination of the fracture surface revealed a fairly flat fracture, with gently convex striations through the cross section of the material, consistent with cyclic fatigue. Dimensional examination of the major and minor diameter verified conformance to print specification. The above observations are consistent with cyclic fatigue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.